Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The system does not meet full specification for the performed service and is returned to use with limitation as accepted by the customer, follow-up work scheduled. The device to be collected and sent to UK bench for investigation & repair. If additional information becomes available a supplemental report will be filed. New information/evaluation: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. In addition, the error logs were not retrievable therefore, the system display board was replaced to resolve the issue. The root cause is confirmed at this time. The system meets the specification for the performed service and is returned to use. The device passed all test. Additionally, the device did not require a 4-year service. The software is up to date at 1.06.10.00.